Event description:
On (B) (6) 2009, the doctor sent a message to the lab questioning four high creatinine results which were reported on (B) (6) 2009. The user repeated the same samples and the results were normal. The user provided one example of a creatinine initially reported as 2.4 mg per dl and repeated (B) (6) 2009 as 1.2 mg per dl. No data was provided for the other three pt samples. The samples were in serum barrier tubes and were stored in the refrigerator. No other assays were affected. The user stated there was no treatment or adverse affects to the pts as a result of the initial creatinine results. The field service rep determined there was a bad r1 stirrer. He replaced both stirrers then cleaned the r1 stirrer mechanism and found it to be loose. He then replaced the r1 stirrer mechanism. To verify the analyzer performance, he ran precision testing, diagnostic checks, functional checks, calibration and qc with results within specification.